Event description:
The lens of a sony dxc-950 camera intergrated into a surgical system manufactured by an as yet-to-be-identified non-sony entity, fell out and struck a pt undergoing a procedure. The severity of the injury to the pt was not reported. The dxc-950 camera is not itself a medical device as defined by the food, drug and cosmetic act, as amended, however, a sister product, the dxc-970md is marketed by the sony medical division of sony electronics, inc as a medical device. Although there have been no reports of a lens falling off a dxc-970md camera, sony medical division has initiated an investigation as to whether something similar could occur and, if so, what corrective action should be taken. However, it appears that there was no inherent problem with the dxc-950 camera involved.